Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a sling was implanted . The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted concurrently with implantation of coloplast novasilk in order to treat stress urinary incontinence and pelvic organ prolapse. It was reported that following insertion the patient experienced chronic pelvic and vaginal area pain, painful intercourse, recurring prolapse, interstitial cystitis, urinary incontinence, leakage, chronic vaginal infections, abnormal vaginal discharge with odor, and additional surgeries. It was reported that the patient underwent partial mesh removal, a marshall-marchetti urethropexy, and paravaginal repair on (B)(6) 2010 due to mesh erosion. It was reported that the patient underwent a partial hysterectomy in 04/2011. It was reported that the patient underwent laparoscopic assisted vaginal hysterectomy and right ovarian cystectomy on (B)(6) 2011 due to 3rd degree symptomatic uterovaginal prolapse. It was reported that the patient underwent a cystoscopy on (B)(6) 2011 due to pelvic pain, possible interstitial cystitis, and recurrent urinary tract infection. No additional information was provided. (B)(4)

Manufacturer narrative:
It was reported that the patient underwent vaginal mesh excision on (B)(6) 2013.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary retention and discomfort.